Event description:
It was reported that a spectrum infusion pump had an unspecified failure. During baxter's functionality testing, it was determined that the device a dysfunctional keypad. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the device required repair, and confirmed the functionality testing finding that the device had a dysfunctional keypad. The evaluation determined that the device had an intermittent keypad response, and that all keys were inoperable due to stuck 2nd soft key, caused by a failed keypad. The keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.